Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the tibial component at the cement to implant interface. Surgeon revised tibia with mbt revision. Unknown cement was used. No surgical delay. Doi: (B)(6) 2009, dor: (B)(6) 2020, left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: product code 129433125, work order (B)(4) was manufactured on may 19, 2009. (B)(4) parts were manufactured per specification and all raw materials met specification. There were no nc¿s or deviations associated with this lot. H10 additional narrative: added: d6.